Event description:
Patient taken emergently to operating room for exploratory laparotomy, removal of infected mesh, and a small bowel resection with gangrenous small bowel. Event abated after use stopped or dose reduced? Yes.